Manufacturer narrative:
(B)(4). Date sent: 7/18/2024. Additional information was requested and the following was obtained: did the damage to the packaging compromise the sterility of the device? -yes.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2024 d4 batch #: a9d984 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Additionally, photos were provided and they showed the condition of the reported event. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9d984, and no non-conformances were identified.

Event description:
It was reported that during a proctocolectomy surgery, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.